Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the root cause of the increase in gradient across the sapien xt 26mm valve was believed to have been under-expanded at the time of implant and that this contributed to the increased gradient and eventually to the stenosis of the prosthesis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from an fcs that a patient with a sapien xt 26mm, implanted in the aortic position for 7 years, underwent a valve in valve procedure due to stenosis. A 9750tfx 23mm was implanted. As reported, the physician felt that the original implant was under-expanded and that this contributed to his increased gradient and eventually to the stenosis of the prosthesis. The decision was made to use a 23mm implant to be assured of full leaflet expansion. A 23mm s3u was successfully implanted. The patient was discharged in stable condition.